Event description:
The hospital reported that during a coronary artery bypass procedure, on hook up of the blower mister, the co2 filled the bag too full. A replacement device was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the tip of the blower mister was broken but did not detach. The device had no evidence of blood. A functional gas flow test was performed using a regulated source of co2 and a saline bag. The device was found to be within output specifications but it was observed that the co2 was backing up into the saline tubing, causing the saline bag to enlarge. Based upon the findings above, the reported complaint was confirmed. Internal file number - (B)(4).